Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical the vela ventilator began alarming vent inoperable after replacing the front display due to out leds. There is no information of patient involvement associated with the event.